Event description:
When the lens was implanted the front haptic crimped. The haptic caused a capsule tear requiring an anterior vitrectomy. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2010-00065 for the delivery device used with this intraocular lens.